Manufacturer narrative:
Citation: sharma a et al. Impella placement across transcatheter aortic valves: a potential for device-device interaction. Jacc cardiovasc interv. 2020 nov 9;13(21):2574-2575. Doi: 10.1016/j.jcin.2020.05.047. Epub 2020 aug 26. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient who underwent implant of a 34 mm medtronic evolut r transcatheter valve (serial number not provided). At an undisclosed time after valve implant, the patient presented with cardiogenic shock. Percutaneous circulatory support was initiated with the insertion of a non-medtronic heart pump. Despite good initial support, suction alarm with low flow soon occurred. Fluoroscopy showed in-and-out movement of the heart pump across the valve and close interaction of the heart pump outlet to the evolut r frame. The heart pump position was readjusted under fluoroscopic and echocardiographic guidance. After unsuccessful attempts at improving the flow, the heart pump was removed. Examination revealed fracture of both impeller (motor) blades located within the outlet window, which caused low flow despite high revolutions per minute. The physician/author stated an evolut r outlet strut/commissural tab entered the outlet window and damaged the impeller blades while the heart pump was running. No additional adverse patient effects or product performance issues were reported.